Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. The device has been used by the facility for over 4 years. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the locking and pins of the video connectors have worsened due to repeated use. -the connector lock was broken due to the application of force by the user handling (such as forcibly connecting the scope connector, diagonally connecting, excessive bending, pulling, twisting, crushing). If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center could reproduce the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the video connector socket was loosed. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.